Event description:
Complaint reportable based on analysis completed on( B)(4). It was reported that during an unspecified procedure, the hub broke. Vascular access was obtained via the radial artery. The 85% stenosed and 8x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 12mm x 3.5mm quantum maverick catheter balloon was selected to dilate the target lesion. Upon advancing the device, the physician noticed that the push hub was broken prior. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure however, returned device analysis revealed hypotube fracture.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the quantum maverick catheter was received with a quantum maverick pouch label that matched the information on the device. There was no damage to the hub. The hypotube was separated 35cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The reported hub damage was not confirmed. There was no evidence of any product quality deficiencies contributing to the reported event or confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).